Manufacturer narrative:
Additional information: the delivery device was returned for evaluation. The original packaging was not returned. The lot number could not be determined. The tip was bent and there was very little dried solution in the loading deck and none in the tip. Due to the damage functional testing could not be performed. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information the exact root cause of the event cannot be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The delivery device has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the inserter was in the eye while the doctor was advancing the lens and it "popped" out of the incision. The incision was enlarged but no suture was necessary. A backup lens was implanted with no issue. Patient''s current prognosis is good.